Manufacturer narrative:
Follow up information was received from the customer the following day stating that the customer's healthcare provider directed the customer to disconnect from the pump and revert to manual injections, as the customer requires additional training before returning to pump therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels. Bg levels as low as 52 mg/dl were reported; however, the exact value of the elevated bg levels was not provided. The customer consumed carbohydrates to address low bg levels and delivered a manual injection to address elevated bg levels. Reportedly, the customer was delivering boluses for meals, but using manual injections to deliver correction boluses. This resulted in low bg levels, due to having insulin on board which had been delivered via the pump.